Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a vent inop condition, adc/dac calibration error. No patient involvement was reported.

Event description:
The customer reported a vent inop condition, adc/dac calibration error. Patient involvement information is pending.

Manufacturer narrative:
The data acquisition pcba was returned for failure investigation, and the reported issue could not be duplicated and no failures were identified. The determination could not be made that the device failed to meet specifications. The device is used for treatment. The v60 ventilator was not on patient when the issue occurred, and there is a relationship of the device to an adverse event.

Event description:
The customer reported a vent inop condition, adc/dac calibration error. No patient involvement was reported.